Manufacturer narrative:
One used partial set with list# 423280412, safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port was received for evaluation. The reported complaint of separation was confirmed on both the returned samples. An image was provided by the customer indicating the area of the defect. During visual inspection, the sampling port was received separated from the pressure tubing on one end. The pressure tubing was not returned for evaluation. Without the return of the pressure tubing, a probable cause could not be identified. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Event description:
It was reported that a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port broke. The reporter stated that they've had another a-line break, and it was not part of the safeset, it was near the needle sample port. The aline was placed 8/4 1329, less than 24 hours before it broke. A sample photo was provided showing the product. A sample was available for evaluation. There was no patient harm reported.